Event description:
A hospital in (B)(6) reported that an rt266 (B)(4) dual heated evaqua2 breathing circuit was found leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt266 (B)(4) dual heated evaqua2 breathing circuit from the hospital. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) in an unsealed plastic bag. It was visually inspected and pressure tested for leaks. Results: no physical damage was observed to the returned breathing circuit. The swivel elbow and the swivel y-piece were still fitted together . The pressure test result was within specification. The swivel elbow was not disconnected from the swivel y-piece during pressure testing. A lot check was not performed as lot information was not provided. Conclusion: we were unable to determine the cause of the leak reported by the hospital as no fault was found with the returned breathing circuit. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested prior to distribution. Those that fail are rejected. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported that an rt266 infant dual heated evaqua2 breathing circuit was found leaking. No patient consequence was reported.